Event description:
It was reported that the device was not collecting the optivol measurements. It was also reported that the right ventricular [rv] lead threshold was elevated, the rv lead impedance was low and a lead warning was triggered. The device and rv lead are being monitored and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review of the data storage found no anomalies.